Event description:
It was reported that the clips fell off vessels during a nephrectomy and there was major hemorrhage. Additional information indicates that the patient is fine with no post-operative issues. Two clips came off the vessel at the end of the surgical procedure but during the procedure. The clips did not break but the surgeon found them closed in the patient. They were removed and discarded. It was noted that the procedure was processed normally but at the end two clips slipped because the patient was full of blood. A laparoscopy was required along with blood replacement.

Manufacturer narrative:
Qn#: (B)(4). The customer returned eleven representative samples of 544250 hemolok xl clips 6/cart 84/box for investigation. The actual sample was not returned. The representative samples were returned closed in their original packaging. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. The clip applier was not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. All six clips in the first cartridge that was tested were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. This was repeated for the remaining cartridges with the same results. No functional issues were found with the returned representative samples. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were only representative samples that were returned and there were no functional issues found with the returned representative samples. The reported complaint of "ligation failure - clip slips off vessel" could not be confirmed since the actual sample was not returned. Four representative samples with the same lot number as the defective product were returned. Upon functional inspection of the returned representative samples, no problems were found as all clips were able to be properly loaded into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. A device history record review was performed on the batch reported with no evidence to suggest a manufacturing related cause. The probable cause of this issue could not be determined without the actual sample.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot# 73e1600224 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips fell off vessels during a nephrectomy and there was major hemorrhage. Additional information indicates that the patient is fine with no post-operative issues. Two clips came off the vessel at the end of the surgical procedure but during the procedure. The clips did not break but the surgeon found them closed in the patient. They were removed and discarded. It was noted that the procedure was processed normally but at the end two clips slipped because the patient was full of blood. A laparoscopy was required along with blood replacement.